Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported low blood glucose reading of 41 mg/dl. Customer was taken to hospital. Customer was foaming at the mouth when husband called the ambulance. During troubleshooting, programming is correct. Nothing further reported.